Manufacturer narrative:
(B)(6) 2020 infection onset will be reported in manufacturer report number 2916596-2021-02233. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for driveline infection on (B)(6) 2021. The patient presented with pain, drainage, fever, and malaise and was treated with intravenous (IV) antibiotics. Follow-up with infectious disease was planned. The patient had been upgraded on the unos transplant list in (B)(6) 2021 due to chronic driveline infection. It was reported that onset of this infection was (B)(6) 2020.